Manufacturer narrative:
(B)(4). One (1) expedium 4.5 open & closed ti connector assembly [product code: 1861-72-345, lot no: am903725] was returned to the complaints handling unit (chu) for evaluation. Threads on the threaded portion of the connector had become peeled/torn. No other anomalies were indicated during evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions the root cause for the threads tearing from the connector cannot be positively determined. A possible root cause may likely be due to cross threading of the setscrew upon insertion. This could have caused the threads to tear off the connector once torsional force was applied during the tightening phase. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available for evaluation.

Event description:
Drumming the case, connector would strip the set screw and cross thread set screws. Which would cause set screw to shear material. Product was not implanted.